Event description:
The physician was using a sprinter over the wire (otw) balloon dilation catheter for treatment of the lad. The lesion was chronic total occlusion (cto). The balloon was inflated without issue, however, when the physician attempted to deflate the balloon he was unable to do so. The balloon was then over inflated causing it to rupture. The device was removed without any further issues. There were no abnormalities noted during prep/inspection prior to use. There was no patient injury or clinical sequelae reported. Device evaluation: balloon and distal shaft had been inflated. Balloon bond was slightly stretched. There was no damage evident to the distal tip.

Manufacturer narrative:
(B)(4). Evaluation results: root cause undetermined - limited information available. (B)(4).